Manufacturer narrative:
(B)(4).

Event description:
It was reported the day prior to this report the patient went to recharge and it was "shocking and getting hot." Additional information received 3 days later reported the patient was given a new recharger. It was noted "all was going well, recharging was back to normal and the patient was getting stimulation where he needed it."

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).